Event description:
A 3.0 mm diameter x 15mm length driver rx coronary stent delivery system was inserted in a pt for treatment of an unk lesion. Vessel morphology was not reported. It was reported that the physician was unable to inflate the balloon. A second driver 3.0 x15 was also attempted; the balloon would not inflate. (MFR report # 2953200-2008-00413). Both of the devices were returned and upon investigation were found to have a balloon leak. No additional info has been obtained. The pt's condition was not reported. Evaluation summary: medtronic has received the device and its analysis has been completed. The stent was located between the balloon pillows on the partially inflated balloon. There was no damage noted to the stent. The distal tip was damaged indicating that it had been stubbed against a hard surface. The 1st proximal and distal stent segments were slightly flared indicating that pressure had been applied to the balloon. Negative purge confirmed the pressure of a leak. The leak was located on the proximal pillow over the proximal marker band. There were scratches and lead in damage evident at the leak site suggesting that the balloon may have come into contact with a hardened surface. Please note that this device (drv30015x/lot number 0000683839) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation codes, conclusions: other (lack of info)